Event description:
It was reported that after a permanent implant procedure the patient groaning from some pain. It was also noted that the patient complaining of extreme abdominal pain, suffering from hallucinations and dementia and found out that the lead placement was bad. The patient underwent a revision procedure wherein the lead was repositioned and was doing well postoperatively.